Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-28, additional information was received from the manufacturer representative (rep). The pump was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-01, additional information was received from the healthcare professional (hcp). It reported the pump was replaced as it restarted again. The hcp stated the "plan is to continue to wean."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-10, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (1,750 mcg/ml, 782.3 mcg/day) via an implantable pump for intractable spasticity. It was reported a motor stall occurred during normal use and would not recover. Logs showed the motor stall occurred on (B)(6) 2019 at 7:13 pm. The patient went into baclofen withdrawal and was transported to the emergency department and then the ICU. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated several times. The managing physician tried to administer a single bolus through the pump with no luck. The patient was in the process of being weaned off of intrathecal baclofen in hopes of having his pump explanted. The managing physician anticipated that he will explant the patient's pump in the future and not replace it. The issue was not resolved at the time of this report. The patient's status was alive, no injury.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.